Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the event and action taken with dianeal therapy were not reported. At the time of this report, the patient had not yet recovered from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). At the time of this report, the patient¿s peritoneal dialysis effluent was not clear, the peritonitis was not resolved, and the patient was still not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.